Event description:
It was reported by the patient that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. No adverse patient effects were reported.